Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2011 at 11:25 pm, the pt primed the insulin pump while still attached, and delivered 104.8 units. The pt did not report experiencing any symptoms of high or low blood glucose levels. The pt's husband gave her juice and glucose tablets and contacted emergency services. When paramedics arrived, the pt's blood glucose level was tested to be 100 mg/dl. The pt was transported to the emergency room and was admitted. 'Several hours' later, the pt's blood glucose level was 40 mg/dl. The pt was treated intravenously with dextrose. The pt primed the pump while it was still attached to her body. Troubleshooting revealed the pump was functioning appropriately. However, as the pt's blood glucose level dropped to 40 mg/dl and she received emergency medical attention after this issue, this complaint is being reported.